Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was transferred to another device to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that it was unable to perform x-rays. Fse checked the log files and found a tube current out of range error; hence, fse performed tube adaptation and calibration, but tube arcing occurred. Fse found the x-ray tube was defective. The defective tube was returned to philips for failure analysis. The cause of the failure was found to be a vacuum leak. Experience shows that a micro leakage leads to a very slow deterioration of the vacuum. This makes the error noticeable over time through more frequent 'tube current out of range'; 'arcing' or ¿grid-switch (gs) failures¿. To resolve the issue, fse replaced the x-ray tube. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.